Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced swelling and pain due to urethral infection. A surgical procedure was performed to remove the aus. There were no device issues and no additional patient complications.